Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pump module had alarmed air-in-line. Upon assessment it was noticed that a 500ml bag of angiomax was empty. It had been hung approximately two (2) hours earlier and programmed to infused at 12ml/hr. Per protocol, two clinicians completed a dual sign off prior to infusion start. There was patient involvement however no patient harm.